Event description:
It was reported during a routine follow up appointment that this pacemaker device exhibited error code 1003, indicative of voltage too low for projected remaining capacity. The physician suspected a premature battery depletion (pbd). In 2017 the estimated power battery longevity was 10 years. In 2022 the estimated power battery longevity was 4 years, and in 2023, the estimated battery longevity was at 2 years remaining. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data, confirming that the power consumption has been increasing in a gradual fashion, and the device has reached elective replacement indicator (eri).ts provided recommendation for a device replacement in the near future. At this time the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This report is being submitted to update a1 (patient identifier) b1 (adverse event/product problem), b2 (outcomes aytrib to adv event), b5 (describe event or problem), d6b (explant date), d8 (device avail for evaluation), d9 (returned to manufacturer date), h1 (type of reportable event), h2 ( follow-up, what type) h6 (impact codes), h7 (remedial act, type), and additional MFR narrative).

Event description:
It was reported during a routine follow up appointment that this pacemaker device exhibited error code 1003, indicative of voltage too low for projected remaining capacity. The physician suspected a premature battery depletion (pbd). In 2017 the estimated power battery longevity was 10 years. In 2022 the estimated power battery longevity was 4 years, and in 2023, the estimated battery longevity was at 2 years remaining. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data, confirming that the power consumption has been increasing in a gradual fashion, and the device has reached elective replacement indicator (eri).ts provided recommendation for a device replacement in the near future. At this time the device remains implanted. No adverse patient effects were reported. New information was provided, indicating that this pacemaker device was surgically explanted. Besides surgical intervention, no adverse patient effects were reported. The explanted device has been returned, and product analysis is pending.